Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on september 17, 2019 with increasing shortness of breath. Interrogation showed noise on the atrial lead. The patient stated this was not new. The patient could not recall what was being done at the time of the episodes. Isometric exercises showed no evidence of noise. The patient was stable, and will continue to be monitored.